Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by pressing the footswitch again. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch intermittently did not trigger x-rays. Upon troubleshooting, fse found that there was an intermittent failure of footswitch which did not trigger x-rays. To resolve the issue, fse replaced the wired footswitch and returned it to philips for further analysis. But the cause of the wired footswitch failure could not be conclusively determined by the supplier¿s part analysis, and they found another issue associated with a damaged outer layer cable, a fractured thread on the locking screw, and a loose bracket. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was successfully completed without interruption by reactivating the footswitch. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch intermittently did not trigger x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.